Event description:
It was reported that a broken tip of xia torque wrench was found at stryker spine when instruments returned from (B)(4) dealer.

Manufacturer narrative:
Method: device history review; visual inspection; complaint history; results: the main cause of the breakage was determined to be the incorrect heat treatment of the torsion shaft material which resulted in embrittlement. Conclusion: the hex-tip on the returned instrument was confirmed to be broken. This is the 1st complaint to have been received on lot 107628 relating to the breakage of the hex-tip. A CAPA was enacted to correct the problem.

Event description:
It was reported that a broken tip of xia torque wrench was found at stryker spine when instruments returned from vietnam dealer.